Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition and syncopal episodes. As a result this lead was surgically abandoned. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A portion, proximal section, of the lead was later returned for analysis. The lead was returned severed 154 millimeters (mm) from the terminal pin. A cut was noted in the trilumen insulation near the end and set screw marks were noted all terminals. Limited testing was performed and the field allegation could not be confirmed by analysis of the lead segment returned.